Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during an open colectomy procedure, after the surgeon fired the stapler to transect the bowel she examined the staple line and it came apart. This happened twice. There was no patient injury or hazard. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. There was unanticipated tissue loss as in order to correct the condition the surgeon opened a gia 60mm blue stapler and transected distally to the above mentioned staple line to correct the problem. No reinforcement material used. No other manufacturer's products used. The device was used in patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two (2) egia 45 articulating med/thick sulus opened by the account and two (2) egia 45 articulating med/thick sulus sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the opened blister packages noted that both reloads were fully fired. Visual inspection of the sealed blister packages noted that the reloads had full complements of staples. During functional evaluation, all reloads were cycled or fired successfully with all staples placed. Visual and functional testing of the returned product confirmed the product met quality release specifications. A review of the device history record indicates these devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.